Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) was told, by the home patient (hp), that the extra white clamp on the organizer was opened. The tsr advised the hp that if no bag was connected the clamp should be closed. The tsr had the hp close all of the clamps (to the bags, patient line, and transfer set) and cycle the power on the hc. A se 2367 was received and the power was cycled again. The hc then read "press go to start", which is when the tsr assisted the hp to remove the cassette. The tsr advised the hp to dispose of the current supplies and to start over with all new supplies. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, however, no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The problem was confirmed, as it was reported that an extra white clamp was left open. The root cause was determined to be a use error. This issue is being investigated through CAPA. The label review found the labeling adequate for the condition reported. The lot number was not provided, therefore no batch review could be performed.